Event description:
It was reported that during a colon procedure, that device would not staple. A like device was used to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.